Event description:
The pt was being taken to the hospital via "ems". The pt symptoms were unk. The device system was used to deliver dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.